Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: electromagnetic interference from swimming pool generator current causing inappropriate ICD discharges. Case reports in cardiology. 2017; 2017. Doi: 10.1155/2017/6714307. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding an implantable cardioverter defibrillator (ICD). The article reports that the patient experienced inappropriate therapy due to electromagnetic interference (emi) caused by a submerged electric motor in a swimming pool. The patient was instructed to avoid the emi source. It was noted at a follow up appointment the patient did not experience further inappropriate discharges. The status of the device is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.